Event description:
It was reported that during an angioplasty and stenting treatment procedure, stent deployment issues occurred. Vascular access was obtained via the femoral artery. The 45% stenosed target lesion was located in the mildly calcified iliac artery. The lesion was not pre-dilated. This 8x41x120 epic vascular stent was delivered to the lesion and the physician began to deploy the stent. The physician had thought the stent was fully deployed because "he felt the last click of the system". Fluoroscopy was then performed which showed that the stent had not been fully delivered from the stent delivery system (sds). The physician proceeded to push and pull the sds softly until the stent was fully delivered. The stent was deployed in its' intended location. The stent was fully expanded, well positioned, and well apposed. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)